Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy, occlusion limits and alarm functions were tested successfully and the results were within the product specifications. No malfunction of the device could be observed also gave the technical investigation no evidence that the device did cause or contribute to the condition reported by the customer. History list: nothing unusual was found on and before the mentioned (B)(6) 2013 in the device history that could have contributed to the problem mentioned by the customer. All by the customer programmed boluses and basal rates were successfully delivered by the pump. The problem mentioned by the customer could not be reproduced.

Event description:
Patient's mother reported the infusion device is not working properly, and as a result her daughter had to visit the emergency room with hyperglycemia of 400 mg/dl and positive ketone bodies. Mother stated the patient felt sick on (B)(6) 2013 at school. Mother reported patient's blood glucose level was elevated and she administered one unit of insulin with a pen. Patient's normal blood glucose level was not provided. Mother alleges the infusion device was not delivering insulin although they did not realize until the following morning of (B)(6) 2013. Mother stated the infusion device sounded as if it was delivering a bolus but insulin did not flow. Mother reported the patient went to the hospital on (B)(6) 2013 with a blood glucose level of 400 mg/dl. Mother stated the patient's endocrinologist checked the patient's infusion device; several verifications were made and according to the endocrinologist the device does not deliver insulin. Mother reported no errors or alarms were displayed on the device. Unable to troubleshoot the device at this time. Mother stated patient is also being treated for kidney problems; treatment received was not provided. No further information is available. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.